Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. Upon examination of the device physio observed that the unit would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on.the customer was provided with a replacement device.